Event description:
The customer complained of a discrepant inr result between coaguchek xs plus (B)(4) and a lab using an unknown reagent. Customer tested the patient by fingerstick on the meter and the result was 5.6 inr. Within minutes the patient had a lab test and the result was 3.9 inr. The patient has a therapeutic range of 2.0-3.0 inr. Patient was advised to hold their warfarin dose until the lab result was received. The "warafarin" dose was then adjusted based on the lab result. The patient has no hematocrit issues, no antiphospholipid antibodies, no direct thrombin inhibitors, no changes in diet, no medication changes and no changes to warfarin dose prior to the test. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.